Event description:
It was reported that balloon came off of the shaft requiring surgery for removal. A 12.0 x 40, 75cm mustang was advanced for dilation. During delivery, it was noted that the balloon came off of the shaft. A surgery was performed to retrieve the detached portion of the balloon.